Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor - 10/01/2012, belt - 01/28/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was sinus tachycardia rate exceeding the programmed threshold and oversensing of low amplitude cardiac signal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three shocks. Sinus tachycardia rate at and above the threshold and oversensing of low amplitude cardiac signal contributed to the false detection. Review of the event indicates that the response buttons were not pressed during the event. The patient went to the hospital without the lifevest and was admitted to the ccu. The last available information on the patient's condition is that the patient was unresponsive and on a ventilator. The patient's physician discontinued use of the lifevest.